Event description:
While drawing up pertuzumab into an equashield syringe, we noticed there was a floating piece of what appears to be black rubber. We believe the floating black piece may be from the plunger of the equashield syringe. It is also possible that it originated from the pertuzumab vial. Refer to additional documents in i2k.